Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was explanted and replaced for suspicion of premature battery depletion behavior. No additional adverse patient effects were reported. This device was unable to be retained by the hospital as it was destroyed.